Manufacturer narrative:
This report is submitted on 1 february 2021.

Event description:
Per the clinic, the patient experienced poor magnet retention and underwent skin flap reduction surgery on (B)(6) 2020. The implanted device remains.